Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:06:33. During night drain cycle three, the patient's ultrafiltration reading was 1189ml, indicating the home patient drained 964ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed, along with simulated therapy. The service history did reveal repetitive similar iipv complaints between (B)(4) 2014 and (B)(4) 2015 which may be related to this complaint, but there were no process or workmanship issues identified that were related to this problem. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.